Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that high capture threshold was observed on the rv lead. Upon lead revision the lead was explanted and replaced without problems. Patient is stable.

Event description:
The lead was capped.